Manufacturer narrative:
This report is submitted on 04 nov 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to medical issue.

Manufacturer narrative:
This report is submitted on 16 december 2020.